Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
Philips received information that the customer reported the gantry would intermittently not boot up and listed an error describing a stuck button. The field safety engineer arrived on site and the customer had resolved the issue on their own. There was no report of operator or patient involvement due to this occurrence.